Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the downstream occlusion(dso) sensor is defective and the dso seal was delaminated. Both the dso sensor and seal were replaced.

Event description:
The device was returned for a cassette error. During physical inspection, it was found that there was a defective downstream occlusion (dso) sensor and delaminated dso seal.